Event description:
Customer reported hospitalization due to high blood glucose. Customer believes that the blood glucose readings during hospitalization were over 1000 mg/dl. Customer stated that they woke up in the hospital with diabetes ketoacidosis. It was noted that the customer was kept in the intensive care unit for a couple days and then placed in a regular room. Customer's blood glucose reading at the time of the call was 380 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.